Manufacturer narrative:
This is the second revision surgery underwent by the patient. She had primary surgery in 2011. On (B)(6) 2016 the patient was revised due to pain caused by acetabular screw protruding posteriorly into soft tissue. The stem has remained as the only constant throughout the procedures. On 30 june 2017 the medical affairs performed a clinical evaluation and commented as follows: acetabular component re-revision surgery occurred 1 year after revision in a (B)(6) year old woman. The revised cup, which originated the problem, is not a medacta product. A medacta head was revised only because it is customary and appropriate, when an acetabular component is substituted, to replace the head with a new one. According to the report, the patient was complaining about pain. Radiographic images provided, show the presence of a screw protruding posteriorly in the pelvic soft tissues that can be the cause of pain. There is no reason to suspect a faulty medacta device. Batch reviews performed on 11 july 2017. Lot 131061: (B)(4) items manufactured and released on 01 march 2013. Expiration date: 2018-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on this lot. Mectacer sleeve size s, code 01.29.240a, lot. 142165 (k131518) (B)(4) items manufactured and released on 15 january 2015. Expiration date : 2019-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Quadra-h, cementless ha coated stem size 4 std (k082792) (B)(4) items manufactured and released on 17 june 2011. Expiration date : 2016-04-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient had 3 dislocations and the surgeon decided to revise the acetabular component.